Manufacturer narrative:
Evaluation summary: the analysis results found that the device was returned with the blade gouged and cracked. Due to the damage to the blade, it was confirmed that the device was non-functional. A solid tone was noted. The identified blade damage may have occurred from external contact during activation. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert states: "avoid accidental contact with all metal or plastic instrument or objects when the instrument is activated. Contact with staples, clips or other instruments while the instrument is activated may result in cracked or broken blades, which may be identified by generator solid tone or instrument error."

Event description:
It was reported that during a unknown procedure, they put the handpiece together and after 5 minutes the device failed. They tried the test tip which worked fine and so they changed the disposable. The rep inquired if they touched metal they answered no. Not noted how case completed. No pt consequence.